Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported to kst that after (almost) 2 hours of use, the handle gets very hot and a doctor developed a red spot of burned tissue after use.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The present optics has normal signs of use. The condition of the optics is good. The distal end of the tipcam has no visually visible damage. The handle shows superficial discoloration at the distal end which is also clearly visible in the "tipcam" logo as gray dots. The distal cover glasses are clear and undamaged. The system itself is tight. No leakage is visible at the junction between the cable connector and the housing. The connector has no damage or breaks on the circuit board. The error described by the customer could not be reproduced during the check. The tipcam was connected for several hours and no elevated operating temperature was detected that could have caused redness/burns on the hand (as described by the customer). The surface in the grip area shows a color change that indicates a chemical attack on the surface. To what extent chemical residues on the handle in connection with the redness of the user's hand are related is currently not comprehensible. The tipcam corresponds to the valid specifications and no functional error could be detected. The event is filed under internal karl storz complaint ID: (B)(4).